Event description:
It was reported that a new ilet user performed a meal announcement and subsequently experienced hypoglycemia with a blood glucose of approximately 60 mg/dl, believed to be due to the device delivering more insulin than needed for the user¿s usual meal announcement. Symptoms included low blood glucose without reported physical symptoms. Outcomes included resolution of the low after oral glucose administration and no need for further assistance. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed that user coaching on hypoglycemia treatment and meal announcement use was performed, and the event resolved with oral glucose. It was concluded that hypoglycemia occurred with cause unclear in the context of initial use and meal announcement dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.